Event description:
It was reported that during removal of the device from its package at the preparation stage; the physician noticed that the guidewire hydrophilic coating appeared to be "frayed". There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection confirmed that the torque device was returned on the guidewire. The guidewire was examined before decontamination. The polytetrafluoroethylene (ptfe) coating was scraped on the guidewire. After decontamination, the guidewire was soaked in water. After soaking the guidewire, it was inspected wet along the length of the hydrophilic coated section. The coating was present on the guidewire. Additionally, the hydrophilic coating felt smooth before and after hydration. No anomalies were observed to the hydrophilic coating. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off at approximately 21.0cm from the proximal end. The torque device was on the guidewire and the ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were measured and determined to be within specification. During functional evaluation with a demonstration microcatheter, the guidewire was loaded and advanced through without difficulties. Based on analysis of the device and the information available, it is possible that the user may have perceived the damage of the ptfe coating for hydrophilic coating peeling. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." The device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore, an assignable cause of use error was assigned to the reported issue and observed damage to the ptfe coating.

Event description:
It was reported that during removal of the device from its package at the preparation stage; the physician noticed that the guidewire hydrophilic coating appeared to be "frayed". There was no patient involvement.